Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed code 1005, indicative of high out of range shock impedance for the associated right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this would affect therapy conversion, with the associated rv lead likely need to be replaced. This ICD remains in service. No adverse patient effects were reported. At a later date, this ICD was explanted due to normal battery depletion (nbd). A new device was implanted. No additional adverse patient effects were reported. The device has been received and is pending analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed code 1005, indicative of high out of range shock impedance for the associated right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this would affect therapy conversion, with the associated rv lead likely need to be replaced. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed code 1005, indicative of high out of range shock impedance for the associated right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this would affect therapy conversion, with the associated rv lead likely need to be replaced. This ICD remains in service. No adverse patient effects were reported. At a later date, this ICD was explanted due to normal battery depletion (nbd). A new device was implanted. No additional adverse patient effects were reported. The device has been received and is pending analysis. The device has been analyzed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed code 1005, indicative of high out of range shock impedance for the associated right ventricular (rv) lead. Technical services (ts) was consulted and discussed how this would affect therapy conversion, with the associated rv lead likely need to be replaced. This ICD remains in service. No adverse patient effects were reported. At a later date, this ICD was explanted due to normal battery depletion (nbd). A new device was implanted. No additional adverse patient effects were reported. The device has been received and is pending anaylisis.

Manufacturer narrative:
Corrected fields: type of reportable event (h1) in section h, device manufacturers only.